Event description:
It was reported that following extensive defibrillation threshold (dft) testing, the physician decided to explant and replace the device, as the device was unsuccessful at two different charge amounts. The device had also reached elective replacement indicators (eri), and was explanted and replaced with a competitor device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.